Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff repair surgery the anchor did not come of the feeder. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-3632sp serial/batch number (B)(6) was received for evaluation. The anchor was not returned for evaluation. The visual evaluation of the returned shaft (inserter) and handle found that the inserter's tip was broken off, missing one of the notch tips. The tip was also slightly bent. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is user error, specifically improper bone preparation and prying/leveraging the device during use.